Event description:
It was reported to physio-control that the customer's device would not complete its self-test. The device's display was either distorted or completely blank. There was no report of any patient use being associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed user interface pcb and system pcb assemblies and determined that the cause of the reported failure was due to an electrically leaky integrated circuit (ic) chip, designator u61 on the system pcb assembly. This integrated circuit (ic) chip, designator u61 being electrically leaky, caused the device to abort its user test.no failures were observed on the user interface pcb assembly.

Manufacturer narrative:
(B)(4). The distributor evaluated the device and verified the reported failure. The distributor replaced the user interface pcb and system pcb assemblies. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.